Event description:
It is reported that a customer's wife called about his husband received a button error alarm on his insulin pump. The patient's blood glucose level was at 147 mg/dl. The customer stated that there were no significant events that could led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No button alarms noted. Insulin pump received with cracked case on display window corners and minor scratches on lcd window.